Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to initiate a correction bolus and entered a blood glucose (bg) value of 148 mg/dl. Pump calculation was >48 units which was larger than the customer expected. The customer re-entered the bg value and the pump calculated 6 unites, which customer delivered. During troubleshooting with tandem technical support, the customer stated that she may have entered the bg value in the incorrect place. There was no impact to customers' bg level.